Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the stapler logs was attempted. However, the search did not return any results aligned with the customer reported product information and event date. Concomitant device: sureform 60 stapler instrument (part#: 480460-12).

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, gastric tissue was entangled in the jaws of the sureform 60 stapler instrument, with a sureform 60 blue reload installed. The issue created a tear instead of a clean cut between the staple lines. Approximately 20 ml of blood loss was observed. The torn area was recut with a new sureform 60 stapler and sureform 60 green reload. The patient did not experience any postoperative complications. The procedure was completed with one hour of surgical delay.